Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining "low pressure low error" from the unicel dxc 600 pro synchron chemistry analyzer, and fluid was leaking from behind the regulator. Customer adjusted the pressure and the leak became stronger. Customer was unable to identify the source and identity of the fluid leak. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) replaced the wash solution float sensor. Repair was verified per established procedures.

Manufacturer narrative:
This follow up report is submitted to correct error in patient identifier, which is (B)(6), not (B)(6).